Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6)2014 at 23:34:31. During night drain cycle four, the patient's ultrafiltration reading was 2203ml, indicating the home patient drained 2203ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. The device passed rite testing. No abnormalities were identified during internal/external inspections. Upon conclusion of the investigation, the cause was determined to be a use error. The clinician inappropriately set the minimum drain volume percent setting too low. The homechoice apd systems trainer's guide gives the warning that "if you set the minimum drain volume% too low, an incomplete drain could result for your patient. This could cause an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.